Event description:
On 1/12/99, the facility's or director informed the MFR's sales rep of the following: treatment was complete and as a result, the device was removed. Upon removal of the device, numerous fractures were noted along the side of the device catheter. These were actual holes within the catheter that leaked. This is the second device that had these slits, the other one was thrown away. No further details were provided.